Manufacturer narrative:
Product ID a71100, serial# unknown. Product type software, product ID 37746, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was seeing the in the box icon on the programmer. It was noted that the implant had been interrogated with the a711 restore app about two weeks ago. Troubleshooting reviewed to interrogate the implant with the 8840 clinician programmer and the issue should resolve and the app could be used in the future. No patient symptoms reported.